Event description:
It was reported that a user experienced sustained hyperglycemia after noting empty-appearing tubing despite a recently changed supply set and a cartridge that initially displayed 99 units of insulin, with visible drops only after priming the tubing and a subsequent decrease to 86 units displayed; the user had consumed two slices of vegetable pizza and announced a smaller-than-usual meal, and correctional insulin was being delivered per ilet report. Symptoms included high blood glucose exceeding 400 mg/dl. Outcomes included a return to normal glucose later the same day without hospitalization. Investigation included review of device data and guided troubleshooting with tubing disconnection and fill tubing to confirm insulin flow. Investigation of this case revealed no confirmed device malfunction, while possible infusion delivery interruption or partial occlusion could not be excluded given delayed drops during priming and rapid cartridge unit decrement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.